Event description:
It was reported that during a cryoplasty procedure withdrawal difficulties occurred. The 70-80% stenotic lesion was located in the moderately calcified and somewhat tortuous superficial femoral artery. The physician advanced the .035 - 5x60x120mm polarcath balloon catheter to the lesion site and successfully completed six treatment cycles. During withdrawal the physician noticed that the balloon catheter had fused itself to the wire and he was unable to track it. The physician removed the entire system as one unit. The procedure was successfully completed with another cryo balloon. There were no patient complications. Patient status is reported as "good".

Manufacturer narrative:
Device evaluation: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.